Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump high and low blood glucose alerts were not audible. Review of the pump data logs by tandem technical support show that the alert was currently set at a soft volume; however, the customer felt that the alerts were still inaudible when it was set to a higher volume. There was no impact to the customer's blood glucose level by the inaudible alerts.